Event description:
Reporter indicated that the pt reported that they could no longer feel magnet stimulation. The pt went to the clinic and upon interrogation of the device, it was found to be programmed at 0.0 ma; the pt was not receiving the intended stimulation. Diagnostic testing was performed and found that the generator was operating properly. The physician indicated that he probably mistakenly programmed the pt to nominal values at the prior visit which would result in 0.0 ma output. The manufacturer's rep reminded the physician that the last step of programming is to interrogate the device to assure that the device is programmed to the proper parameters. The physician programmed the device back on and the pt began feeling a constant burning sensation in their neck. The cause of the burning sensation was likely due to the device being off for 10 days and the pt not being able to tolerate the high parameters. The physician indicated that he would decrease the parameters to a level that the pt could tolerate. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.